Event description:
End user's wife reports while driving the power wheelchair through a pasture gate, the power wheelchair allegedly went over backwards. The end user was not wearing the seat belt.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was driving the unit on an uneven surface through a pasture gate. Hoveround owner's manual warns against such use warns "avoid uneven or unstable surface such as potholes, broken glass, grass, sand, wet leaves or cut grass," "avoid slopes that are too steep," and "always wear seat belt."